Manufacturer narrative:
Please note the corrections to d1, d4 catalog # and g1 manufacturing site. The reported event could not be confirmed since the affected device was not returned and no other evidence was shared for evaluation. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of labelling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. Related to post market surveillance activities, a potential non-conformity report was initiated to address similar events related to the variax 2 t8 and t10 locking feature. The investigation of the nc revealed that the application of over torque during insertion was the root cause of the event. This leads to damage of the smart lock technology below the head. As a reminder, the operative technique clearly states that the proper use of the screw should prevent this malfunction from happening: when final tightening of the locking screw occurs, take care not to over-torque the screw. Excessive torque may damage the locking mechanism, the screw and/or the screwdriver blade. Although no product related issue could be detected, corrective action was initiated. As a result, the design of the variax 2 locking screws shall be changed to increase the torque to failure of the locking interface. The design change is in progress. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a locking failure occurred. The 1st and 2nd locking screws were used, however they did not lock into the plate. Cortical screw were used at the holes. Although a malfunction of the plate locking mechanism was considered, the plate was not replaced because three screws had already been inserted.

Event description:
It was reported that a locking failure occurred. The 1st and 2nd locking screws were used, however they did not lock into the plate. Cortical screw were used at the holes. Although a malfunction of the plate locking mechanism was considered, the plate was not replaced because three screws had already been inserted.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.